Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. The tip of the device by the window had a lot of blood present. Inspection of the device revealed that the shaft was kinked at the distal window by the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline¿ error was displayed on the console. The boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high pressure seal and low pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the check saline error displayed on the console again during the prime cycle. The device was then checked again for damage and due to the device priming a little, the blood in the tip lessened and it was noticed that the hypotube was broken proximal of the jet body. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported an error message displayed. An angiojet® solent¿ dista was selected for use in a thrombectomy procedure. During priming of the catheter, a check saline supply error message displayed. Several attempts were made to try and rectify the issue and the saline supply was rechecked. The pump and tubing were checked for kinks or leakage and no problems were seen. The same error message still persisted and an error message displayed prompting to replace the thrombectomy set. The procedure was completed with another thrombectomy set. No patient complications were reported and the patient was stable. However, device analysis revealed that the hypotube was broken proximal of the jet body.